Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results - x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a patient underwent a full revision due to an increase in seizures and high lead impedance. The patient reported an increase in seizures to the physician who performed diagnostics which resulted in 7/limit/high. There were no reports of trauma or manipulation noted in the patient's chart. X-rays were sent to the manufacturer for review and no obvious anomalies were identified that may be contributing to the high lead impedance. However, the visualization of the lead was poor, and a lead discontinuity cannot be ruled out on the portions of the lead body that could not be fully assessed. Good faith attempts to obtain additional information have been unsuccessful to date. The explanted lead and generator have been returned to the manufacturer for product analysis however, device evaluation has not been completed at this time.